Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: 510k: this report is for an unk - plates: trumatch/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient had implant breakage. There was infection reported. The patient needs to go for removal surgery. Primarily, exact date was unknown but probably the patient underwent for a surgery in 2018 and underwent for removal surgery in (B)(6) 2020. There was no information available for removal surgery. It was reported that the patient has infection. Concomitant devices reported: unknown screws trumatch (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for (1) unk - plates: trumatch. This report is 1 of 1 for (B)(4).